Event description:
Near the end of the procedure, the irrigation tube detached from the sheath. The device was retrieved from the patient and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. Visual inspection revealed the sideport tubing was no longer attached to the hemostasis body. The proximal end of the sideport tubing was microscopically inspected. A small amount of adhesive was noted on the sideport tubing at the location where the hemostasis body met the tubing. As evidenced by the adhesive ring, the sideport tubing met the insertion depth requirements. The results of investigation confirmed the extension tubing detached from the sideport of the hemostasis body due to a weakened bond.